Event description:
It was reported that during a surgical procedure at the user facility the device ran without user activation after the trigger was released. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported run on was not able to be duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. The device was serviced for preventive maintenance and returned to the user facility.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the device ran without user activation after the trigger was released. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.